Manufacturer narrative:
The patient code has been updated due to additional information received.

Event description:
Additional information from the manufacturer representative clarified the contributing factor was a massage by a physiotherapist. However, the cause of the high impedance was not determined. The patient experienced a loss of therapy.

Manufacturer narrative:
Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. There was no external factor that contributed to the event. It was further stated that the problem occurred when a physiotherapist made a massage. Follow up is being performed to ask for clarification regarding this conflicting information. The lead was replaced. The issue was resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.